Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition with evidence of scuffing on the case. The evaluation was performed, and the reported issue was confirmed. Removed front cover and investigated further. Found circuit board was damaged with light-emitting diode (led) broken from the circuit board. The lcd was cracked, bent and loose. This type of damage is caused by pushing the top cover in forcefully and not checking to make sure leds are properly positioned within the recesses of the front cover. The seal was broken on potentiometer indicating it had been turned after it was originally set by manufacturing. The user may have been turning the potentiometer to adjust the temperature settings. The root cause of the reported issue was unable to be determined, possibly due to use error. No further actions were required.

Event description:
It was reported that the device had a bad liquid crystal display (lcd). No patient injury was reported.